Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that multiple vial access syringes were cracking upon use. One sample was retained. Per additional information received, the tip was cracking. There was no medical intervention required.

Manufacturer narrative:
A sample was received at the plant for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Upon a visual evaluation of the sample, the defect was confirmed for the reported event. Based on the investigation, the root cause could not be determined at this time. A corrective action is not applicable at this time. This complaint will be used for tracking and trending purposes. The following sections were corrected or completed: section d1 brand name: monoject; section d3 manufacturer name city and state: cardinal health 200, inc. Section d4 unique identifier (UDI) #: (B)(4).